Event description:
A customer in (B)(6) reported false susceptible linezolid results for a neqas (B)(6) strain (distribution 4261, specimen 4318), in association with the vitek® 2 ast-p635 tesk kit. The expected result was resistant. The customer used ast-p635 lot 7350327403 for initial testing with vitek systems software version 7.01, and repeated the test with lot 7350523103 and software version 8.01. Both results were susceptible (mic=2). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following a claim from a customer in (B)(6) regarding a false susceptible linezolid result for staphylococcus aureus (neqas 4261, s 4318 strain) in association with the vitek ®2 ast-p635 test kit. Internal biomérieux investigation was conducted; however, the customer did not comply with multiple requests for strain submission. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Review of manufacturing record for ast-p635 lot # 7350327403 indicated the lot met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (08sep2017-08oct2018). No ncmrs were written against the ast-p635 card. Review of customer complaints for the past 13 month period did not indicate a trend for this card lot. The investigation concluded there is no evidence to indicate the lot is performing outside of performance claims. Without the strain, no further investigation can be performed.